Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient had minimal tenderness at the incision sites and that the device was not functioning properly. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision of the leads. Nothing was explanted. The patient is reportedly doing well.

Event description:
A report was received that the patient had minimal tenderness at the incision sites and that the device was not functioning properly. The patient will undergo a revision procedure.